Event description:
It was reported that during a laparoscopic chole procedure, the first device was stuck on the duct and they had to pull it off. The second device was stuck on the duct and had to be pulled off the duct. The case was completed with no patient consequence, but they did not know how it was completed. There was no adverse consequence to the patient. (B) (4).

Manufacturer narrative:
The reported event of varying t-wave measurements could not be confirmed in the laboratory. The device ventricular pacing output waveform and r-wave measurements were verified on the bench to function normally. The device also performed normally during automated testing. It is possible that r-wave measurements varied due to a lead related issue. The device was found to be normal.

Event description:
It was reported that the device was removed due to a capture anomaly.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.